Event description:
It was reported by service report that the head left siderail inner panel was missing a blank module, with no sharp edges but possible fluid ingress, and the power cord was missing the ground prong. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: head left siderail inner panel was missing a blank module. Power cord plug missing the ground prong.